Event description:
The customer reported being hospitalized for high blood glucose of 410 mg/dl. Troubleshooting was performed. The customer stated that she was vomiting, thirsty, and had nausea. The programming in the insulin pump was correct and the daily totals matched the bolus and basals. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.